Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: when starting up the ventilator, it alarmed with "panel connection lost", the message was displayed on the screen. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. In the event that the same problem arises during ventilation, the user may need to switch the patient to another ventilator due to inadequate monitoring, even though the device maintains ventilation. Troubleshooting of the interaction panel (ip) esm or ventilator unit (vu) esm hardware failure communication showed a defective vu esm board. The vu esm board with part number msp396377 was replaced. The interaction panel works as intended now.

Event description:
Hamilton medical ag received the following incident description: during startup, device alarms with "panel connection lost".

Event description:
Hamilton medical ag received the following incident description: during startup, device alarms with "panel connection lost".

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: during startup, device alarms with "panel connection lost".